Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2023, the patient reported that she received a insulin flow blockage (ifb) message before which led to high blood glucose level. Therefore, she was admitted to hospital due to high blood glucose level (32 mmol/l) with headache on 08-dec-2023 at 03:00 pm for two days. Currently, her blood glucose level of the patient was 13.4 mmol/l. No further information was available.